Event description:
Complaint coordinator reports three incidents of blood leaks at the arterial header of the syntra 160 dialyzer occurring a week in july 2002. Blood loss was reported as a "few drops." In one instance, the header was tightened by the customer, stopping the blood leak and treatment was completed without further incident. In the remaining two incidents, tightening the header did not stop the blood leak. Blood from the blood lines was returned to the patient and treatment was resumed with new disposables and completed without further incident for each instance. No patient injury or medical intervention was reported per complaint coordinator.